Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the replacement ratcheting handle was shipped from the manufacturer and received by the hospital. The reported event occurred post-op when removing the instruments from one table to another. The patient was present but all of the hardware (screws) had already been placed. There was no impact on the patient. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
A cross-functional engineering review was completed on (B)(6) 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the back part of the ratcheting handle instrument came off in surgeon's hand. The surgeon completed the procedure, as planned, with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mfg date now provided.